Event description:
I was reported that cadd solis vip ambulatory infusion pump alarmed error code 41541. No patient injury reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms(B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. The device was received for evaluation. Visual inspection observed the tamper seal was missing. During functional testing, the reported problem could not be duplicated. The device showed 41541 an error code but it was not found in the event log history. There were no issues with the power sources; the device passed all functional tests. Recommend replacing the latch optic flex sensor as preventative measure. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.